Event description:
It was reported that a patient underwent a gynecological procedure involving a large uterus on an unknown date. During the procedure, the blade would stop cutting. A second disposable hand piece was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 06/03/2009. Blade does not cut. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.